Event description:
Situation: staff member responded to MRI (magnetic resonance imaging) suite with unknown scissors in pants pocket. Background: staff member called to respond to a patient experiencing seizure while in MRI suite to administer emergency medication. Assessment: rn (registered nurse) was stopped by MRI technician to screen for metal items. Rn assessed and screened her clothing and thought she had removed all metal items per policy. Scissors had fallen to bottom of pants pocket. The scissors were pulled to the face of the magnet and stuck. No one was injured during the event.